Event description:
Several staff were in the room during a case with the erbe cryo probe. During the third insertion, the cryoprobe exploded and ruptured near the ears of 2 hospital personnel. Witnesses report a loud bang similar to a gunshot. Several employees reported ringing in their ears with one person reported bleeding in her ear drums. The patient was unharmed.